Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump gave a motor error alarm during testing due to a corroded home switch. Unable to perform the excessive no delivery alarm or occlusion tests due to the motor error alarms. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and a scratched reservoir tube window.

Event description:
The customer called and reported the insulin pump repeatedly alarmed with a motor error. This occurred while customer attempted to resume the insulin pump, after it was suspended while customer was in the shower. Customer's blood glucose was 80 mg/dl. The device had not been dropped, bumped, or shocked. Customer also received motor position encoder error. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.